Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00062, -00063, -00065.

Event description:
Allegedly, patient was revised due to complications: loose acetabular component and possible infection.